Event description:
It was reported that the user experienced an occlusion alert on the ilet bionic pancreas after installing a prefilled fiasp cartridge and attempting a meal announcement; the user performed a system check, attributed the occlusion to the prefilled fiasp cartridge, replaced it with an ilet cartridge, and subsequent meal delivery proceeded without occlusion. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user-led troubleshooting and education. Investigation of this case revealed that the occlusion resolved after changing the insulin supply from a prefilled fiasp cartridge to an ilet cartridge. It was concluded that the event was consistent with an insulin flow obstruction associated with the prefilled cartridge, with normal function restored after supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.